Manufacturer narrative:
Block d2b: product code - additional product code qon. Block c2/d10: model number/catalog number: 5101, serial number: (B)(6), batch/lot number: ax1g201683, model/catalog description: neurostimulator, unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) # - additional premarket/510(k) p190006.

Event description:
It was reported that during a permanent implant procedure there was trouble disconnecting the tined lead from the extension cable with the screw completely removed. It was observed that one of the electrodes was blocked within the extension cable. Attempts were made to connect the neurostimulator to the tined lead; however, one of the ends was slightly different than the other three and would not fit or connect. Therefore, the tined lead was removed as attempting to implant a new lead on the other side did not lead to good response. The neurostimulator was also removed. Due to the patient's history of suffering from hemorrhagic diathesis the neurostimulator with the tined lead will be implanted once the patient heals. There were no other issues or complications reported at this time.